Manufacturer narrative:
Reports the injury sustained was caused by the swing away panel holder being broken to the point to where it could no longer be tightened to stay in position, reportedly causing the jsm to swing inwards towards the end-user. When this occurred, the end-users stomach engaged the jsm causing the device to rapidly turn to the right. Reports indicate the end-users right foot contacted an immovable object causing their foot to twist which resulted in a distal radial fracture to their right fibula. Va records indicate the device had been assessed approximately 1 month prior and a replacement panel holder had been ordered and shipped to facility to install. The va does not have any record of the panel holder having been replaced prior to the event. Reports provided to permobil indicate the cause of the panel holder to become compromised was due to over tightening in attempts to completely immobilize the joystick from movement. In efforts to keep this from recurring, a parts order was placed for a "fixed" panel holder which will immobilize the joystick from any lateral movement. The DHR was reviewed and device met specification prior to distribution.

Event description:
Received report claiming end-user inadvertently rotated the swing away joystick inwards towards his body. When this occurred, the end-users stomach engaged the joystick causing the device to rapidly turn to the right. Reports indicate the end-users right foot contacted an immovable object causing their foot to twist which resulted in a fracture to their right fibula.